Event description:
It was reported that the patient experienced ineffective therapy. Surgical intervention may take place in the future to address the issue. It is unknown which lead caused/contributed to this event.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (b)(4, serial: (B)(6), batch: a000110774.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating the patients lead was revised on (B)(6) 2025 to address the issue.